Event description:
It was reported that after device preparation, while advancing the balloon dilatation catheter onto the non-abbott wire, the wire went through the shaft of the catheter prior to the exit port. Although, the wire was in the patient, the device never made it into the patient. The device was removed and another similar device was used successfully. There was no clinically significant delay in procedure or adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or accessory devices. Return of the nc trek catheter may have aided in the investigation and determination of cause. There was no report of any damage noted during the inspection prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. A review of the lot history record indicated no non conforming material reports for the lot related to the complaint. A search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. All products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. It is possible that the catheter and guide wire were not properly supported during advancement, resulting in the guide wire exiting through the shaft; however, this could not be confirmed.